Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The boston scientific representative indicated that during a test that day, the shock impedance measurement was 185 ohms. The representative indicated that the shock impedance has been greater than 200 ohms and it was in the 180 ohm range recently. It was noted that the patient was scheduled for an implantable cardioverter defibrillator (ICD) device replacement and upgrade to a bi-ventricular device. Boston scientific technical services (ts) explained that with a single coil rv lead, there are no device programming options and there is a truncation of delivered shock energy at 145 ohms. Ts provided guidance that with the current test results, it would be best to replace the rv lead. The representative understood, agreed and indicated they will be discussing this with the physician. The rv lead was surgically abandoned and replaced later that day. Subsequent information from the representative indicates that the cause of the high shock impedance measurements is unknown. There were no additional adverse patient effects.